Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the customer had micro bubbles in the hls circuit and was not able to get rid of them after ¿burping¿ access ports and running pump again. There was no visible damage on the circuit and the bag was not kinked. The customer switched to a new disposable, which caused a delay in treatment of 10 minutes and successfully put the patient on support. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the customer had micro bubbles in the hls circuit and was not able to get rid of them after ¿burping¿ access ports and running pump again. The failure occurred during priming procedure. There was no visible damage on the circuit and the bag was not kinked. The customer switched to a new disposable, which caused a delay in treatment of 10 minutes and successfully put the patient on support. The affected product was investigated in the getinge laboratory on 2023-11-15 with following conclusion: the reported failure could not be confirmed, as the hls set could be correctly primed without any left bubbles in the system. As stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 (safety instructions for the oxygenator) the de-airing membrane must be open throughout priming to ensure safe de-airing of the oxygenator.". The production records of the affected product were reviewed on 2023-11-17. According to the final test results, the affected product passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "micro bubbles staying in system" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
*UDI related data quality updates only* this follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00500).